Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2013 product type extension product ID 3708660 lot# serial# nkn043859v implanted: 2013-01-22 explanted: product type extension report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient was complaining of an intermittent shocking sensation around the ins pocket in their left chest, which began shortly after (B)(6) 2017. The rep reported that impedance measurements were taken pre-operatively and showed normal impedances. The rep also reported that x-ray did not reveal any obvious breaks in the extension insulation. The rep reported that after opening the ins pocket, the hcp noticed what appeared to be a small crack in the extension insulation where the header wire expands to the stretch coil section. The hcp replaced both extensions to be sure that any short circuits were eliminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the rep who reported that the cause of the crack is unknown. It was noted that it was possible the extension was damaged during the procedure since the shocking occurred following the battery replacement procedure. No problems have been reported by the patient since the extensions were replaced and the impedances have remained normal. No further complications are anticipated.

Manufacturer narrative:
Analysis of extension (serial no. (B)(4)) found the extension was stretched. Analysis of extension (serial no. (B)(4)) found the outer insulation was melted. Neither extension had a short. Analysis summary extension serial no. (B)(4): analysis identified that the extension was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Analysis summary extension serial no. (B)(4): analysis identified that the outer insulation was melted; which is consistent with electrocautery use in the proximity of the extension. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.